Event description:
Procedure: plastic surgery. As recorded in the literature reviewed, the following ftrs are linked by alleged complication: (us201503-1247 and -1418 through -1421) additional cases related to the same literature with different complications can be found using a search for the alternate tracking number doi 10.1093/asj/sju012. According to the author: a retrospective review of outcomes in various plastic surgery procedures was done to determine whether the complication rates differed after wound approximation when various brands of barbed vs non-barbed traditional sutures were used. In the v-loc subset, 23 (10.1%) of 228 patients had dehiscence at the wound site. Superficial dermal separation was defined as minor dehiscence that resolved with proper outpatient wound management alone (eg, wet to dry dressing changes). Full fascial dehiscence was defined as a major wound complication requiring return to the operating room and reinduction under anesthesia. Cortez, r. Et al. Barbed sutures and wound complications in plastic surgery: an analysis of outcomes. Aesthetic surgery journal. 2015. Vol. 35(2)178-188. Doi: 10.1093/asj/sju012. This report is for one of five incidents. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4). Literature: cortez, r. Et al. Barbed sutures and wound complications in plastic surgery: an analysis of outcomes. Aesthetic surgery journal. 2015. Vol. 35(2)178-188. Doi: 10.1093/asj/sju012.